Event description:
Did 57 rtms treatments with a neurostar device and have since had tbi symptoms including short term memory issues, brain fog, irritability, sound sensitivity and aphasia (specifically nomic aphasia). On (B)(6) 2024 was the date of my last treatment but I started to notice symptoms after about 20 treatments, however, I was assured all side effects were temporary and would improve with time. It has been 10 months since my last treatment and I have seen no improvement in my symptoms. I am currently in the process of trying to convince my doctor to give me an MRI to see if I have a diagnosable tbi.